Event description:
A malfunction was reported on the pump, which led to the customer's blood glucose level exceeding 500 mg/dl, specifically reaching 498 mg/dl. To address the high blood glucose level, the customer injected a correction dose via multiple daily injections (mdi) and did not require any assistance from a third party. Customer service arranged for a replacement pump to be sent, and the customer was asked to return the faulty pump within 10 days using a pre-paid label provided by tandem. Instructions were given on managing the current pump and steps to activate the new pump upon delivery, which the customer understood and acknowledged.